Manufacturer narrative:
H3: device evaluation not required. The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -12.50/+2.5/089 (sphere/cylinder/axis), in the patient's left eye (os) on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to low vaulting. This was the replacement lens for MFR. Report # 2023826-02986. The lens was replaced with a longer lens and the problem was resolved. The cause of the event was unknown. D6a: (B)(6) 2021. D6b: (B)(6) 2021. Claim # (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -12.50/+2.5/089 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to low vaulting. The lens was exchanged with a longer lens and the problem was resolved. Cause of the event was unknown.